Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unk), the device prompted a "unit failed" message and shut down. Complainant alleged that a clinician replaced pads to continue treating the patient. However, the device prompted a "unit failed" message and shut down several times. Complainant indicated that the medic administered CPR to the patient until another device was obtained. Complainant indicated that the patient subsequently expired. Complainant reported that the batteries were replaced during subsequent testing at the station and the device functioned properly.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.